Event description:
The lead technologist of the cardiac cath lab reported that during a lv gram injection using a protocol of 9 ml/sec for a total volume of 27 ml, that the merit medical extension tubing came detached from the syringe. He reported that the circulating nurse who was operating the injector was sprayed with contrast containing blood, and she was taken to the employee nurse as a precaution to have her eye's flushed out. She returned to duty after seeing the employee nurse.

Manufacturer narrative:
Manufacturing investigation pending; when investigation is completed, a supplemental medwatch 3500a report will be sent.